Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, selftest, active current test and the displacement accuracy test. The pump failed the sleep current test due to moisture damage on the electronic assembly.

Event description:
Customer's dad reported via phone call that customer had issue with high blood glucose. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.